Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
(B)(6) is the wife of the end user and alleges the left and right arm when lifted will fall off and the entire chair is wobbly.